Event description:
It was reported the pt had been experiencing falls the last six months. Recently, the pt had fallen and his knees and elbow were swollen. The pt saw the hcp in case antibiotics were needed. The pt was redirected to the hospital for a CT scan. The pt needed the CT scan due to a chipped bone in his elbow. Following implant of the dbs system, the pt's medications had been removed, and the dbs was controlling everything. The pt's symptoms had been only on the right side, but were now progressing to the left. Medications have been gradually added and increased. The pt was to see the hcp in the near future to discuss the falls.